Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 10 months post implant, the vad coordinator reported that the patient was found "foaming at the mouth" by his wife. It was reported that the lvad was "working fine". No additional information was provided and no autopsy was performed.

Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation, as the pump was not explanted from the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.